Manufacturer narrative:
(B)(4) the prov45 device was not returned for evaluation, but a device history review was obtained for lot number 94362. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) year-old male patient underwent an off-pump convergent / left atrial appendage management procedure (laam). The surgeon started placement of a clip on the left atrial appendage and nicked the appendage. The surgeon attempted to use an atriclip prov45 to manage the bleed, but during placement the appendage was nicked again. The physician converted the procedure to an open sternotomy to manage the bleed. At the conclusion of the procedure, patient was off-pump and stable. There was no reported device malfunction, and the adverse event was the result of a procedural complication.